Manufacturer narrative:
H.6: investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and confirmed that the instrument is deemed functional without any issues. This is an unconfirmed failure of the bd product due to the media in the vial. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2012. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of photos. After reviewing the photos, investigation revealed that the false positives were caused due to the media. The root cause was media in the vial. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that after anaeroebic bottles are loaded into bd bactec¿ fx, instrument top, packaged bottles are flagged positive. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: anaeroebic bottles goes positive 30 mins of loading it in bactec instrument specifically on lot number 1146365.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after anaerobic bottles are loaded into bd bactec¿ fx, instrument top, packaged bottles are flagged positive. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: anaerobic bottles goes positive 30 mins of loading it in bactec instrument specifically on lot number 1146365.